Event description:
A malfunction was reported on the customer's pump, specifically indicating a malf 16 error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer with resetting the pump, but the malfunction recurred. As a result, a replacement pump was sent, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was instructed on returning the malfunctioning pump and understood the process for receiving and setting up the replacement.